Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Patient reported left side capsular contracture baker grade iii. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ calcification: not observed. ¿ inflammation/irritation: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "capsular contracture baker grade iii". Later, patient reported "inflammation", exchange due to recall, "presence of minimal amount of periimplant fluid", and "scattered calcifications with a benign radiographic appearance". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Event description:
Patient reported left side capsular contracture baker grade iii. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "capsular contracture baker grade iii". Later, patient reported "inflammation", exchange due to recall, "presence of minimal amount of periimplant fluid", and "scattered calcifications with a benign radiographic appearance". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.